Event description:
It was reported the pt's device would not communicate with pt programmer, the physician programmer, or the recharger. The pt reported they still felt stimulation but had not recharged for about two months. Several physician mode recharges were attempted with no success. The pt had no injury. X-rays were performed and the device was not flipped in the pocket. The device was explanted and replaced four days later. Add'l info has been requested but was not available on the date of this report.